Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for the last two weeks she was getting "short circuits". Pt clarified she is "buzzing all the time" from the waist and down. Pt stated she has a left side and a right side settings. When pt uses right side, stim is at 3.60 the left side is at 4.50. Sometimes it feels like the right side is increasing in amplitude on its own but the amplitude level stays the same when she checked it with her controller. Pt stated she cannot sleep - she cannot walk she feels like she is "electrified" all the time. She finally tried to turn up the right side and turn down the left but that did not resolve anything. She did have a fall about two weeks ago, she fell on her knee. She reported her pain levels are up to "20" since yesterday. She said she was "screaming in pain" pt is taking more medication but was told she should not take more than what she is prescribed.  Patient services (pss) suggested that pt contact the hcp to have the ins / leads checked. Pss is sending a message to the field about pt call. The patient was redirected to their healthcare provider to further address the issue. 2022-01-31 patltr (con) additional information received. Patient reported no diagnostics done at this time. Patient reported issue not resolved even with turning off the first mode. Patient reported having pain in the afternoon and bed time taking them 45 mins to settle. Patient reported buzzing is 24/7. Patient feels like their are short circuiting in lower body and just wants pain relief. 2022-02-18 patltr (con) additional information received. Patient reported no diagnostics/troubleshooting steps were taken to resolve reported issues. Patient reported that they turned #1 off and it did work for a few days then buzzing continued. Patient reported their lower extremities are more intense at night and try to be comfortable it takes 30-45 mins. Patient reported taking gabapentin and norco but still has pain. 2022-02-25 e1 (rep) additional information received. Rep reported they have made several attempt but unable to get a hold of patient. Cause was not yet determined.